Event description:
It was reported that the device was stuck, and patient had complications. A rotapro console, rotapro 2.0mm burr, and rotawire were selected for treatment of the target lesion. During the 4th rotablation session, the advancer button was not responding when attempting to turn off the burr. The burr was retracted proximal to the lesion. Because the burr continued to rotate, the patient then experienced no-reflow and went into cardiac arrest. The physician pulled the rotapro burr back into the guide and completely removed it from the patient along with the rotawire. The rotation was able to be deactivated using the advancer button once the device was removed from the patient. The patient was given metaraminol and quickly became stable.

Manufacturer narrative:
B3 date of event: 08/01/2024 used as date of event as actual date is unknown.